Event description:
The patient is reportedly experiencing a small sore at the implant site. The patient was prescribed antibiotics (keflex) and bactroban is used on the wound. The patient refuses to discontinue the use of the external equipment and a cotton pad coated with bactroban is used under the headpiece. The patient is scheduled to see an ent doctor and is currently being monitored.